Manufacturer narrative:
The available information suggests that this device remains in-service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific technical services (ts) in january 2017. The patient was presented to the electrophysiology (ep) laboratory for a schedule s-ICD device and electrode implant procedure. The patient medical history was significant for a prior bariatric surgery. The patient had lost over 200 pounds. Additionally, the patient implant history was significant for a prior transvenous system revision. The fcr reported that the implant procedure was difficult. Two defibrillation threshold test were performed with charge times of 11.0 and 12 seconds respectively. The following night, the patient received an inappropriate shock associated with wavering baseline. A phone of the episode was sent to ts. The signal was very small (less than 0.4mv. The signal amplitude returned to normal following shock delivery. The fcr was not able to reproduce the change in signal amplitude during manipulation of the device or electrode. The patient had been sitting in bed when the inappropriate shock occurred. The signal amplitude was small in a secondary sense vector which matches the screening. The primary sense vector was acceptable (approximately 2mv with positive qrs). The alternate sense vector qrs was negative and of sufficient amplitude. The device sense vector was reprogrammed to alternate overnight and the physician planed to continue monitoring the system. A new template was obtained in alternate and the device smartpass feature was programmed on. Boston scientific received information from the fcr that x-rays were obtained to check for air pockets. Air pocket was observed over the superior portion of the device. The patient has not received any additional inappropriate shocks. The patient did not suffer any complications as a result of the s-ICD procedure and no complications as a result of inappropriate shock delivery. No further reprogramming was planned at this time. Subsequently, boston scientific received information on december 30, 2019 that another boston scientific fcr contacted boston scientific technical services. The fcr was attempting to program the device smart pass feature back on. Following an automatic set-up, this feature was still not enabled. The technical service consultant commented that the signal amplitude was small. The technical service consultant was informed that the device sense vector had been programmed historically with alternate enabled. On january 10, 2020, the fcr was informed that an analysis of stored data showed that there appears to be an amplitude change with intermittent undersensing. An alternate sense vector with 1x gain was confirmed and the smart pass feature was disabled in september 2018.

Manufacturer narrative:
The available information suggests that this device remains in-service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific technical services (ts) in january 2017. The patient was presented to the electrophysiology (ep) laboratory for a schedule s-ICD device and electrode implant procedure. The patient medical history was significant for a prior bariatric surgery. The patient had lost over 200 pounds. Additionally, the patient implant history was significant for a prior transvenous system revision. The fcr reported that the implant procedure was difficult. Two defibrillation threshold test were performed with charge times of 11.0 and 12 seconds respectively. The following night, the patient received an inappropriate shock associated with wavering baseline. A phone of the episode was sent to ts. The signal was very small (less than 0.4mv. The signal amplitude returned to normal following shock delivery. The fcr was not able to reproduce the change in signal amplitude during manipulation of the device or electrode. The patient had been sitting in bed when the inappropriate shock occurred. The signal amplitude was small in a secondary sense vector which matches the screening. The primary sense vector was acceptable (approximately 2mv with positive qrs). The alternate sense vector qrs was negative and of sufficient amplitude. The device sense vector was reprogrammed to alternate overnight and the physician planed to continue monitoring the system. A new template was obtained in alternate and the device smartpass feature was programmed on. Boston scientific received information from the fcr that x-rays were obtained to check for air pockets. Air pocket was observed over the superior portion of the device. The patient has not received any additional inappropriate shocks. The patient did not suffer any complications as a result of the s-ICD procedure and no complications as a result of inappropriate shock delivery. No further reprogramming was planned at this time. Subsequently, boston scientific received information on december 30, 2019 that another boston scientific fcr contacted boston scientific technical services. The fcr was attempting to program the device smart pass feature back on. Following an automatic set-up, this feature was still not enabled. The technical service consultant commented that the signal amplitude was small. The technical service consultant was informed that the device sense vector had been programmed historically with alternate enabled. On january 10, 2020, the fcr was informed that an analysis of stored data showed that there appears to be an amplitude change with intermittent undersensing. An alternate sense vector with 1x gain was confirmed and the smart pass feature was disabled in september 2018. In early-(B)(6) 2020, the patient was seen in the clinic. According to the boston scientific fcr, the device smartpass feature was enabled and the sense vector was reprogrammed. No invasive intervention was undertaken or planned at this time.

Manufacturer narrative:
Boston scientific received information from the fcr that x-rays were obtained to check for air pockets. Air pocket was observed over the superior portion of the device. The patient has not received any additional inappropriate shocks. The patient did not suffer any complications as a result of the s-ICD procedure and no complications as a result of inappropriate shock delivery. No further reprogramming is planned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts). The patient was presented to the electrophysiology (ep) laboratory for a schedule s-ICD device and electrode implant procedure. The patient's medical history was significant for a prior bariatric surgery. The patient had lost over 200 pounds. Additionally, the patient's implant history was significant for a prior transvenous system revision. The fcr reported that the implant procedure was difficult. Two defibrillation threshold test were performed with charge times of 11.0 and 12 seconds respectively. The following night, the patient received an inappropriate shock associated with wavering baseline. A phone of the episode was sent to ts. The signal was very small (less than 0.4mv. The signal amplitude returns to normal following shock delivery. The fcr was not able to reproduce the change in signal amplitude during manipulation of the device or electrode. The patient had been sitting in bed when the inappropriate shock occurred. The signal amplitude was small in a secondary sense vector which matches the screening. The primary sense vector is acceptable (approximately 2mv with positive qrs). The alternate sense vector's qrs is negative and of sufficient amplitude. The device sense vector was reprogrammed to alternate overnight and the physician plans to continue monitoring the system. A new template was obtained in alternate and the device's smartpass feature was programmed on.